Manufacturer narrative:
Device passed the displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at keypad assembly. Device was received with a cracked case (battery tube), cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm during self-test and battery out limit. Second occurrence failed. Customer was able to successfully clear alarm and able to complete rewind. The insulin pump successfully complete steps in displacement verification test and self-test did not pass. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.